Manufacturer narrative:
Qn# (B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. An ap tubing was connected to the iabc luer; clear fluid/liquid blood was noted within the ap tubing. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. A bend to the iabc was noted at approximately 73.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document q-96. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested using the lt-l-015 in accordance with testing methods from manufacturing procedure 21-7214 rev. 15. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.2cm from the iabc luer , which is the location of the previously noted bend. The guidewire was able to advance. The guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal end of iab was not unwrapping" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Event description:
Reported as "distal end not unwrapping, visualized under fluoroscopy". It was reported that the distal end of the iab was not unwrapping the doctor attempted manual inflation twice with no improvement. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. The 2nd iab worked appropriately. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).

Event description:
Reported as "distal end not unwrapping, visualized under fluoroscopy". It was reported that the distal end of the iab was not unwrapping the doctor attempted manual inflation twice with no improvement. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. The 2nd iab worked appropriately. No patient harm or injury. The patient status is reported as "fine".